Event description:
The customer reported that "the port catheter fractured and migrated. The female pt had the port implanted in her chest for chemotherapy at (B)(6) clinic on (B)(6) 2012. During the 1st port access for a blood draw, the pt felt pain. An x-ray taken on (B)(6) 2012, showed the catheter detached from the port inside the pt's chest. Pt had the catheter removed with a snare on (B)(6) 2012 and the port removed on (B)(6) 2012 at fairview hospital." The port and it's related components were returned to pfm for further investigation.

Manufacturer narrative:
A DHR review was conducted and the records for lot #111785 000 were complete and in order. There have been no non-conformances associated with this lot number. No similar complaints of this nature have been recorded at pfm for this lot number for the last 3 years. Unfortunately, the root cause for this complaint was unable to be determined. An investigation of the returned port, collar, and catheter was conducted on (B)(6) 2012 and the results are as follows: a visual inspection of the returned port and catheter confirmed observations made by navilyst: the catheter had been trimmed just past the 20cm mark, no fractures, no holes or other damage noted on the catheter. One of the silicone grommets was missing and there were minor scratches on the port around the grommet hole. The upper most threads of the collar were damaged. A connection of the returned pieces was tested and there was no difficulty connecting the catheter. A pull test made on lot #111785 000 provided the necessary force of 31.60n (newton). The spec should be at least 5n. Therefore, lot 111785 000 conforms to the spec. The damage on the upper most threads of the collar, observed during our inspection led us to believe that the collar had been connected incorrectly. This potential error may have been the origin of the weakness of the catheter connection.